Event description:
On (B)(6) 2012 the lay user/reporter, the patient's wife, contacted lifescan to report the test strips, control solution and lancets were missing from the one touch verio iq meter kit. The sr. Medical surveillance specialist contacted the reporter to obtain and verify information; however, was unable to reach her by telephone. The complaint was classified based on the information provided to customer service. On (B)(6) 2012 the reporter claimed she discovered there were no test strips, control solution or lancets in the box with the new reported meter; she was unable to test the patient's blood glucose level. On (B)(6) 2012 at 4:30 am the patient experienced the symptoms of delusion, slurred speech and he "was slumped over." The reporter contacted emergency services, and when paramedics arrived, the patient's blood glucose level was tested to be 31 mg/dl. The patient received an unspecified intravenous treatment. The patient manages his diabetes with insulin taken on a sliding scale. The reporter claimed the meter kit was sealed. According to the owner's booklet, this meter kit does not include test strips or control solution, which must be acquired separately. The kit does include lancets. It would have been helpful to determine if the patient had a backup meter and lancing device/lancets available, his blood glucose readings prior to the onset of symptoms and the treatment received. The meter, test strips and control solution were replaced. There was no product issue as the manufacturer does not distribute the meter kit including test strips. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the lack of test strips, and received emergency medical attention, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Supplemental information (B)(4) 2013: the patient did not test his blood glucose level for two days prior to the event due to not having any test strips for his primary meter, a bayer meter. The patient managed his blood glucose levels with oral diabetes medications, name/dose not provided, prior to this event. The patient was placed on insulin therapy after this event. The patient now takes humalog insulin on a sliding scale and lantus insulin 10.0 units /day. The reporter claimed the patient had not been eating sufficient amounts of food for two days prior to the hypoglycemic event. The patient's technique was incorrect by not purchasing test strips to use with the reported meter. This complaint remains classified as an adverse event serious injury.